Event description:
Customer complaint, broken power cord. Tsr stated that nurse plugged power cord in across frame and power cord became cut, wiring exposed. No injury reported. Tsr replaced the power cord to repair the bed.